Event description:
Pt went in for a gallbladder and the doctor found adhesions to the implanted mesh that was implanted on (B)(6) 2011, the original size of the mesh was 6x8 the doctor stated it was now 4x4. He had to cut down 8 or 9 loops of bowel. He felt the mesh grew to >1cm thick well. He also thought there might have been a fold in the mesh holding the omega 3 causing the adhesions.

Manufacturer narrative:
Device has been returned and is being evaluated.